Event description:
The customer reported via phone call that he was hospitalized. The customer stated he was hospitalized on 01/23/2015, but was admitted for three month. The customer also mentioned that he was admitted to three hospitals. The customer states he was admitted because he believed he had a low blood sugar level and over treated with sugar. The customer's blood glucose level at the time of the hospitalization was unknown, but the time he was admitted to the second hospital it was 500 mg/dl. The cause of the hospitalizations was diabetes ketoacidosis, flu, pneumonia, and then septic shock. The customer is unsure if he was wearing the insulin pump when he was admitted, but does report when emergency medical services arrived the pump was empty. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.